Event description:
It was reported that during a supply change the user dropped the ilet pump, causing the screen bezel to separate from the pump while the touchscreen remained responsive; the device was replaced and the user was advised the unit would no longer be watertight, consistent with a device display component problem characterized as a loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly that aligned with a bonding failure of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.